Manufacturer narrative:
Complaint no: (B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently experienced sepsis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by pus draining from the peritoneal dialysis catheter. The sepsis was manifested by hypotension. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The cause of the sepsis was not reported. Treatment for the events was unknown. One day after the initial receipt of this report; dianeal therapies were stopped, the peritoneal dialysis catheter was removed, and on an unreported date, the patient was started on hemodialysis. At the time of this report, hospitalization was reported to be ongoing. The patient was recovering from the peritonitis event. No additional information is available.